Event description:
It was reported by getinge fse that the cs300 intra aortic balloon pump (iabp) had k6a, k6, k7, k8 leak test out of range. Issue found during preventive maintenance. There was no patient involved.

Manufacturer narrative:
Due to characterization limit, e1 event site name: (B)(6). Due to characterization limit, e1 event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.